Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 690 mg/dl. As a result of the elevated bg, customer administered a manual injection of insulin in an attempt to address high bg. Customer then went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of insulin and was discharged from the hospital on 6/15/2024 with no permanent damage, and the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.